Manufacturer narrative:
The returned device was received and tested. As stated in the call notes the device was entered into the patient, got stuck on some uterine tissue and the patient was perforated. However the investigator did some further testing and discovered a manifold seal leak. No further testing could be performed on the device. The complaint and safety issue / adverse event cannot be confirmed. There were no visual imperfections found with the electrode array. This observation will be monitored and trended. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the "device was entered into the patient, got stuck on some uterine tissue and the patient was perforated." No bowel injury. The perforation was confirmed with hysteroscopy and the patient was observed and discharged home that day.